Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02352 and 3007042319-2015-02353) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that there was a "controller power-up and associated motor start event that had been logged on (B)(6), 2015." It was stated that "logs files and their analysis were attached." According to manufacturer representative; "based solely on logs, there is no indication of any malfunctions." "However, and because the event occurred right after the controller had been switched from ac to battery, we would recommend exchanging both batteries." Both batteries were replaces and it was stated that there was "no effect on patient." No additional information provided. Investigation is ongoing. This is report 1 of 2.

Manufacturer narrative:
Two batteries was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that (B)(4) were connected to the controller during the controller power-up and associated motor start event. Log file analysis also revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to high max error, indicative of units that are out of calibration. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Additional system component being reported for this event: battery: (B)(4) - expiration date: 06/30/2015.